Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system due to capture threshold concerns. Review of the presenting egm revealed right ventricular (rv) lead non-capture at 7.5v@2.0ms and left ventricular (lv) lead non-capture on all vectors. Additionally, there appears to be crosstalk oversensing of right atrial (ra) lead signals on the rv channel. The patient's heart rate was 45 beats per minute (bpm), however there was no evidence of pacing inhibition. Technical services (ts) reviewed troubleshooting options and possible causes, and recommended chest x-rays to confirm lead location. It was noted that the presenting egm from october 2023 showed appropriate capture and sensing. The field representative also noted that there was no recent surgery or reported trauma. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding troubleshooting and event outcome. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to section e to update initial reporter to the physician. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system due to capture threshold concerns. Review of the presenting egm revealed right ventricular (rv) lead non-capture at 7.5v@2.0ms and left ventricular (lv) lead non-capture on all vectors. Additionally, there appears to be crosstalk oversensing of right atrial (ra) lead signals on the rv channel. The patient's heart rate was 45 beats per minute (bpm), however there was no evidence of pacing inhibition. Technical services (ts) reviewed troubleshooting options and possible causes, and recommended chest x-rays to confirm lead location. It was noted that the presenting egm from october 2023 showed appropriate capture and sensing. The field representative also noted that there was no recent surgery or reported trauma. This crt-d system remains in service. No adverse patient effects were reported. Additional information received reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting symptoms of worsening underlying heart failure and recent laboratory results indicated low levels of potassium, which may have contributed to the observed loss of capture (loc). The event cause was not conclusively determined, however the leads appeared stable and undamaged via chest x-rays, and impedance measurements were within range. As a result of the observed non-capture, the patient was bradycardic. The patient was given potassium as well as other medications and fluids, and regained right ventricular (rv) lead but not left ventricular (lv) lead capture before the left. The field representative also noted that thresholds had increased slightly, and outputs were reprogrammed higher to avoid non-capture moving forward. The patient was admitted to the hospital and transferred for further monitoring. This crt-d system remains in service. No additional adverse patient effects were reported.